Event description:
A mayfield modified skull clamp was not closing correctly at the beginning of surgery, during fixation of the skull. The product was in contact with patient but, the patient was not injured. There was no delay in the surgery, the pin was immediately replaced by a replacement skull clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.